Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an interventional procedure, a 4mmx6cm 135 powerflexpro percutaneous transluminal angioplasty (pta) catheter ruptured at 2 atmospheres (atm) during inflation and while preparing to adjust the pressure. The balloon was chosen with the appropriate size. There was 60% stenosis in the lesion but there was no calcification or vessel tortuosity. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. The access site was the radial artery and the target lesion was in the left upper extremity radial artery. The sheath was a 5f terumo and a 150cm super smooth guidewire. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast media used was iodixanol at a 1:1 contrast to saline ratio with a merit indeflator. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and there was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally but leakage was noted from the balloon. The maximum inflation pressure was 2 atmospheres (atm). The balloon catheter did not kink while being used. It was easily removed.

Manufacturer narrative:
During an interventional procedure, a 4x60mm 135cm powerflex pro percutaneous transluminal angioplasty (pta) catheter ruptured at two (2) atmospheres (atm) during inflation and while preparing to adjust the pressure. The balloon was chosen with the appropriate size. There was 60% stenosis in the lesion but there was no calcification or vessel tortuosity. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. The access site was the radial artery and the target lesion was in the left upper extremity radial artery. The sheath was a 5f competitor sheath and a 150cm competitor guidewire. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast media used was iodixanol at a 1:1 contrast to saline ratio with a competitor¿s indeflator. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and there was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally but leakage was noted from the balloon. The maximum inflation pressure was 2 atmospheres (atm). The balloon catheter did not kink while being used. It was easily removed. A non-sterile powerflexpro 4mm6cm 135 was received coiled inside of a clear plastic bag. Product was unpacked to be visually inspected. The balloon was received without be inflated. No damages or anomalies were observed nor at the balloon neither at the rest of device. Functional test was performed. The inflator/deflator device was attached to the hub. The balloon leakage test was done applying pressure with the inflator/deflator device in order to reach the nominal pressure. The balloon did not get inflated as expected due to a leakage condition that was detected. Sem analysis results: the balloon¿s outer and inner surfaces were scanned to identify the possible root cause of the observed rupture. The scanning of the external surface of the balloon presented evidence of burst characteristics at the zone that was previously identified as rupture. It is observed that the polymer build up at the edges of the observed rupture was due to a material elongation. The internal surface of the balloon was analyzed, and evidence of elliptical surface commonly known as fisheye defect was found. Moreover, the balloon internal surface shows streaks and flow line bands showing an uneven film material, also randomly dispersed stripes as well as hollow formations can be observed on the film in the balloon internal surface. No other issues were found during the sem analysis. A device history record (DHR) review of lot: 17702123 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon burst at/below rbp¿ was confirmed through analysis of the returned device. According to the analysis, there is no clear evidence to determine the exact origin of this burst damage. Sem analysis observed the evidence of fish eye defect, streaks and flow lines; however, based on the conclusion originated during the powerflex pro validation, the balloon anomalies listed could not be shown to be a direct cause of a premature balloon burst. Additional factors can be considered such as external agents in contact with the balloon, and applied pressure used during handling. The manufacturing process has the controls for identification of these kind of damages, and the lot meets with all manufacturing specifications. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.